Event description:
It was reported the camera head image went dark prior to an unspecified therapeutic procedure. The procedure was successfully completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, but the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion. A definitive root cause could not be identified at this stage. However, based on the investigation results, it is likely that the following factors contributed to the malfunction: the issue was not replicated during the product inspection by the repair department. The information gathered from the complaint and the investigation did not lead to a conclusive cause. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head image went dark prior to an unspecified therapeutic procedure. The procedure was successfully completed with another device. There were no reports of patient harm.